Event description:
The solution from the wash 1 bottle ran out on an advia centaur xp instrument. There was no indication to the operator that the wash 1 bottle was empty. The operator had been monitoring the instrument for this problem. No patient results were affected by this issue.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse evaluated the instrument, and replaced the wash 1 printed circuit board (pcb) and power cable. The fse also tested the sensors, which were working. The cause of the wash 1 bottle emptying without alerting the operator was a malfunction of the wash 1 pcb. The instrument is performing within specifications. No further evaluation of this device is required. Additional information: an urgent medical device correction (umdc), umdc 10813926 - "advia centaur / advia centaur xp system misinterprets wash 1 fluid signals", was sent to customers in november 2012.